Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported that they "caught an infection" and had transitioned to outpatient hemodialysis (hd). Follow-up with the patient's pd registered nurse (porn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 for severe abdominal pain and was hospitalized for peritonitis. The pdrn stated the patient's peritoneaf. Effluent culture was positive for growth, however the organism and antibiotic(s) utilized for treatment were unknown. Causality was attributed to a touch contamination event which occurred prior to their admission; however, no specifics were provided. On (B)(6) 2021, the patient's pd catheter (not a fresenius product) was surgically removed due to the severity of the infection (specifics not provided), and a permanent hd catheter (not a fresenius product) was placed. The patient underwent hd on (B)(6) 2021 and was discharged home on (B)(6) 2021. Following discharge, the patient transferred to another dialysis provider closer to their residence. The porn can confirm the patient began hd therapy with the new provider on (B)(6) 2021; however, their current disposition is unknown as the patient never returned to the home program. No additional information was available, as the patient's paper record was sent off site for storage and their electronic record was closed. The pdrn stated the patient's liberty select cycler never stopped working, nor did it malfunction or fail to perform as expected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).